Event description:
The customer reported that the system's bay connector cable socket was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector cable socket needs to be repaired or replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.